Event description:
The filter was placed in 2009, at another facility due to bilateral dvt's. The pt presented to the emergency room at the hospital with abdominal pain. A CT was done two months later, which shows one hydronephrosis on right side, two hydronephrosis of ureter up to the level of the tyne, the strut of the celect filter. One of the main legs was poking through the ivc, it may be sticking into the ureter. Along with the hydronephrosis. There was a mild delay of excretion on the right side which coincides with the possible main strut in the ureter as well as the possible hook penetration. The hook may be through the ivc wall or at least imbedded completely in the ivc wall. The pt is being treated as an outpatient by a urologist, who may place a double j ureteral stent to protect the ureter from the leg of the strut. The radiologist may attempt retrieval. Pt was doing okay at the time of this report.

Manufacturer narrative:
Investigation still in progress.